Event description:
The pt stated his blood glucose elevated to 290 mg/dl and he found that his infusion tubing had separated at the luer connection. The pt stated, he gave himself an insulin injection to lower his blood glucose. His normal blood glucose range is 90-150 mg/dl. He stated, he is very irritable, when his blood glucose is high. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.